Manufacturer narrative:
Device is not available

Event description:
(B)(6) 2024 a disposable injection pen needle was used to pair with insulin pen. When exhausting the fluid, it was found that the fluid could not be discharged. The nurse checked and found that the needle npe was broken. Misalignment of the connection leads to needle stress broke. It is recommended that manufacturers could design insulin pens and needles with limiting functions. Reduce the waste caused by operation error during use. Call agent has contacted the customer on may 10th. The customer stated that the incident of broken needle npe was caused by incorrect operation of nurse. Sample had been discarded, and no photos were taken, no customer response is required. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned from the customer, investigation was performed on the retention samples and no failure was found therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.